Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted in the bundle of his as it dislodged several times from its location. Reportedly, this lead's helix appeared to be bent under fluoroscopy. The lead's sensing and impedances were within normal range. Subsequently, this lead was removed prior to pocket closure and another lead was implanted to complete the procedure. The lead was successfully replaced. No adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Inspections of the terminal pin assembly, lead body, and electrode tip confirmed the helix damage allegation, based on the observation of a deformed helix (bent). The dislodgement was confirmed, depending on when the helix became bent, it could lead to dislodgement. Product analysis determined the observed damage is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Event description:
It was reported that this lead was unable to be successfully implanted in the bundle of his as it dislodged several times from its location. Reportedly, this lead's helix appeared to be bent under fluoroscopy. The lead's sensing and impedances were within normal range. Subsequently, this lead was removed prior to pocket closure and another lead was implanted to complete the procedure. The lead was successfully replaced. No adverse patient effects. The product was returned for analysis.